Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via a manufacturer representative (rep). It was reported that the patient had fallen on their implant in early october and since the fall the patient reported the pocket felt warm to the touch and was painful to touch. The patient felt that the fall shifter their ins further up into the pocket. When the rep was redirected to follow up with the health care physician (hcp) about the discomfort at their pocket the rep stated the patient didn't currently have a managing hcp locally as the patient had been implanted at a facility that was about 2.5 hours away. The rep stated they gave the patient some local names of hcps they could consult about their pocket. It was also noted that since the fall the patient felt stimulation more vaginally whereas prior to the fall the patient was feeling stimulation more rectally. The rep noted that pre-interstim the patient was having daily episodes of fecal incontinence, after getting the interstim they would have an episode 1 x a month and now since the fall they were having episodes 1 x a week. The rep noted they reprogrammed the patient on the day of the call and gave the patient some new programs to try. The rep kept the program the patient had been using coming into the clinic today and noted that impedances were normal range, all of them being between 1000-2000 except for 0-3 which was 2213 ohms. The patient had been using 0-2+, which was 1546 ohms on the day of the call. It was noted that the impedance was taken at default settings. Other pairs were 1111, 1147, 1317 and 1768. There were no further complications reported/anticipated.

Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported by the patient they were having issues, that they were having difficulties with their ins. The patient stated their fecal incontinence had come back/they had symptom return, they were not feeling stimulation anymore and they had noticed the ins was turning on and off. The patient stated they would check their ins with the programmer and they would notice the ins was off and they never turned it off. At the time of the call, the patient did not have access to their programmer but they said they had an appointment with their health care physician (hcp) on (B)(6) 2018 and wanted a manufacturing representative to be there. There were no further complications reported/anticipated.